Manufacturer narrative:
Analysis and results: we have received two cases from the same end customer at the same time regarding the same defect and the same code-batch. There are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 12 closed samples for analysis: 1) production record: no abnormalities were found in the production record. 2) returned staplers: visual check of the returned sample: no abnormalities in seals or individual packages were found. Reproducibility test: reproducibility cannot be confirmed as this is not a complaint about operation. 3) identification of complaints: we reviewed the photos sent to us by the end-user. There were five wounds that had been stapled. The skin around all of the wounds was reddish, which confirmed the complaint that "some patients reacted to the staples. 4) summary of possible complaint factors: a) biological safety: (B)(6) biological safety assessment report confirms that no toxicity was observed. B) allergy: the IFU and instruction manual state that it is not recommended for use in allergic patients. C) not sterile: c.1) seal failure c.1.1) confirmation of manufacturing records no abnormalities were confirmed. C.1.2) dye penetration test of returned products the seal part passed the dye penetration test. C.2) failure to sterilize: c.2.1) bioburden: the bio-burden measurement result of cr3 from (B)(6) 2022 passed the test. No abnormality. C.2.2) sterilization conditions: the sterilization parameters and b.I. Culture were confirmed to be acceptable. No abnormality. C.2.3) sterility test of returned products: there was no growth of bacteria in the test. D) damage to individual packages (transportation). 5) conclusion: the investigation proceeded based on the assumption that one (or a combination of) of the three events of "biological safety", "allergy" and "lack of aseptic conditions" occurred and caused this claim. As the result of the inspection, we confirmed that there were no abnormalities in the manufacturing records and risk controls and that the product meets our standards. Final conclusion: although the results of the closed samples received fulfil the specifications of b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with manipler skinstapler. The client reported that this morning there was a patient who reacted to the skin staples, we called braun thinking it was the alloy, but later a second patient had the same reaction, so we have taken the damaged batch to remove it. We are informed that they are not oncology patients and have no known allergies, but beyond these data we have no further information. They have been used in superficial plane for skin closure after laparoscopic surgery (trocar closure). No other device used in combination. Patient condition: health hazard caused by the medical device has been cured and treatment and observation have been completed. No sequelae. We have removed the staples. Patients were resutured with sutures. Related case: 3003639970-2023-00093. No further information has been received.